Event description:
This case was initially received via (B)(4) (reference number: (B)(4)) on 07-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel") and rotator cuff syndrome ("tendons and shoulders very ill") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 month after insertion of essure, the patient experienced rotator cuff syndrome (seriousness criterion disability), arthralgia ("joint pain from head to toe on right side every night/ ankle pain"), migraine ("incapacitating migraines for 3 or 4 days during menstruation"), seborrhoeic dermatitis ("seborrhoeic dermatitis on face, scalp and lower back near sacrum/ constant skin problem despite dermatological treatment"), dizziness ("dizzy spells"), abdominal rigidity ("very tense abdomen"), breast enlargement ("increase in breast volume (3 cup sizes)"), visual impairment ("visual disturbances"), hypotension ("hypotension"), fatigue ("major chronic fatigue"), disturbance in attention ("loss of concentration"), hypoaesthesia ("numbness in hands"), uterine disorder ("uterine canal very ill"), insomnia ("can no longer sleep a full night without being woken up by pain and numbness"), feeling hot ("heat in legs and restlessness at night") and restless legs syndrome ("heat in legs and restlessness at night"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure inserts with total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, rotator cuff syndrome, arthralgia, disturbance in attention, hypoaesthesia, uterine disorder, insomnia, feeling hot and restless legs syndrome outcome was unknown and the migraine, seborrhoeic dermatitis, dizziness, abdominal rigidity, breast enlargement, visual impairment, hypotension and fatigue had not resolved. The reporter considered abdominal rigidity, allergy to metals, arthralgia, breast enlargement, disturbance in attention, dizziness, fatigue, feeling hot, hypoaesthesia, hypotension, insomnia, migraine, restless legs syndrome, rotator cuff syndrome, seborrhoeic dermatitis, uterine disorder and visual impairment to be related to essure. The reporter commented: worsening of health status year after year. Further company follow-up with the regulatory authority is not possible. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had allergy to nickel and tendons and shoulders very ill. She underwent removal of essure inserts with total hysterectomy. Allergy to nickel is an anticipated event in the reference safety information for essure; the other event is unanticipated. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. A causal relationship between event allergy to nickel and essure cannot be excluded. This case was regarded as incident since device removal was required. Considering the nature of event tendons and shoulders very ill and the local effect of essure in the fallopian tubes, causality was excluded. Non-serious events were also reported. A product technical analysis is expected.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) on 07-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel") and rotator cuff syndrome ("tendons and shoulders very ill") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 month after insertion of essure, the patient experienced rotator cuff syndrome (seriousness criterion disability), arthralgia ("joint pain from head to toe on right side every night/ ankle pain"), migraine ("incapacitating migraines for 3 or 4 days during menstruation"), seborrhoeic dermatitis ("seborrhoeic dermatitis on face, scalp and lower back near sacrum/ constant skin problem despite dermatological treatment"), dizziness ("dizzy spells"), abdominal rigidity ("very tense abdomen"), breast enlargement ("increase in breast volume (3 cup sizes)"), visual impairment ("visual disturbances"), hypotension ("hypotension"), fatigue ("major chronic fatigue"), disturbance in attention ("loss of concentration"), hypoaesthesia ("numbness in hands"), uterine disorder ("uterine canal very ill"), insomnia ("can no longer sleep a full night without being woken up by pain and numbness"), feeling hot ("heat in legs and restlessness at night") and restless legs syndrome ("heat in legs and restlessness at night"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure inserts with total hysterectomy). Essure was removed on (B)(6)2017. At the time of the report, the allergy to metals, rotator cuff syndrome, arthralgia, disturbance in attention, hypoaesthesia, uterine disorder, insomnia, feeling hot and restless legs syndrome outcome was unknown and the migraine, seborrhoeic dermatitis, dizziness, abdominal rigidity, breast enlargement, visual impairment, hypotension and fatigue had not resolved. The reporter considered abdominal rigidity, allergy to metals, arthralgia, breast enlargement, disturbance in attention, dizziness, fatigue, feeling hot, hypoaesthesia, hypotension, insomnia, migraine, restless legs syndrome, rotator cuff syndrome, seborrhoeic dermatitis, uterine disorder and visual impairment to be related to essure. The reporter commented: worsening of health status year after year. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-may-2017 for the following meddra preferred term: allergy to metals - analysis in the global safety database 258 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 24-may-2017: quality-safety evaluation of ptc. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.